Event description:
It was reported to boston scientific corporation that a truetome 44 was used in a procedure. The exact procedure date was unknown. It was reported that the device was a "defective material." There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts. This event has been deemed a reportable event based on the investigation results: the cutting wire anchor was dislodged.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4). The returned truetome 44 was analyzed, and a visual evaluation noted that the cutting wire anchor was dislodged from the distal pierced hole. The device was observed under magnification, and the wire anchor was blackened, and the working length was torn from the distal pierced hole to the blue mark. No other problems with the device were noted. The product analysis revealed that the cutting wire anchor was dislodged. Additionally, the working length was also torn. Based on the device condition, this could have been displaced the cutting wire notch from its original position. The condition torn working length could have been generated due to the tension forces on the catheter during handle actuation. Also, bowing the device without being completely out of the scope can lead to tear it, displacing the cutting wire notch from its position. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.